Manufacturer narrative:
Section b5: additional information.

Event description:
The patient experienced asymptomatic ventricular tachycardia resulting in ICD shocks. The ventricular tachycardia was treated with metoprolol that was continued until discahrge. During hospitalization a entroscopy and colonscopy was preformed due to a drop in hemolgobin. The source of bleeding was unknown. The patient was noted to have a driveline infection. The infection was treated with 6 week course of intravenous vancomycin and transitioned to suppresive oral doxycycline. No further information was reported.

Manufacturer narrative:
Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4) manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 lvas, serial number (B)(6) , and the suspected gi bleeding could not be conclusively determined through this evaluation. A specific cause for the reported cardiac arrhythmia could not be conclusively determined through this evaluation. The report of unknown alarms could not be conclusively determined through this investigation as no log files from the time of the reported event were submitted by the account for analysis. The heartmate 3 lvas instructions for use lists infection, bleeding, and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU. Information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted due to multiple ICD shocks and was found to have a low grade fever. The site reported sepsis of a unknown origin. The patient recently received chemotherapy for pancreatic cancer. The patient was started on broad spectrum antibiotics, vancomycin and cefepime. Cultures resulted staph epi of a unknown origin. The patient reported having a large bloody bowel movement on the day of admission. The patient was given 1 unit of packed red blood cells on (B)(6) 2019 and placed on IV ppi. During admission low pi was treated with fluids. No further information was reported.